Manufacturer narrative:
Reported event: an event regarding alleged loosening involving a mets distal femur stem was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no items were returned. Medical records received and evaluation: x-ray review - the affected implant for mets distal femur has been reported by the surgeon that the implant has loosened. The x-ray shows radiolucent lines between the cement and the bone. Therefore, the reason for the revision has been confirmed. There is no indication that the loosening is related to the design of the device. The reported loosening could be as a result of the patient factors such as patient¿s body weight, activity levels or an abnormal biological reaction and not necessarily related to the device itself. Device history review: a review of the device history records could not be performed as product code and lot numbers have not been provided. Complaint history review: a complaint history review could not be performed as product code and lot numbers have not been provided. Conclusions: the patient had a primary custom proximal tibia inserted on (B)(6) 1994. Custom rebushing components were supplied, on the (B)(6) 2014 for a revision procedure to replace the femoral component of the custom proximal tibia with a mets distal femur. The mets distal femur is reported to have loosened. The exact cause of the event could not be determined because further information such as pre- operative ex-rays and the primary operative report as well as patient history, follow up notes and device lot numbers or product codes are needed to complete the investigation for determining root cause. Requests for further information have been made, it has been confirmed that no further information is available. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.

Event description:
A new prescription form has been received for a revision due to loosening.